Manufacturer narrative:
Approximately 17.5 inches of the external portion/distal end of the driveline replaced on (B)(6) 2017 and returned for evaluation. Electrical continuity testing of the returned portion of the driveline found all wires to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. Upon removal of the shielding and bionate layers of the driveline, examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying wire conductors. High potential testing was performed check the resistance of each wire's insulation and the test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. It was reported that the patient underwent a pump exchange; however, the device was not returned for evaluation. Therefore, a specific cause for the reported low speed events and pump stoppages could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 9 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The explanted pump will be returned but has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that low speed hazard and pump stop alarms occurred after the patient had dropped the consolidated bag that contained the system controller. The patient was asymptomatic. On (B)(6) 2017 the manufacturer¿s technical services representative performed a driveline evaluation. Pump stoppages occurred when the lvad system controller was connected to the power module. Images were viewed onsite and did not show any obvious areas of concern. The electrical continuity test did not reveal any broken wires. A distal end percutaneous lead (driveline) replacement was performed. During the evaluation, the system controller alarmed with replace controller/controller fault. The pump was operating as expected at the time, and the system controller was exchanged. After the repair, the lvad system was connected to a grounded power module patient cable, and immediately produced low speed and pump stop alarms. An ungrounded power module patient cable was used without additional reported alarms. The patient received a pump exchange on (B)(6) 2016.

Manufacturer narrative:
It was originally reported that the explanted device would not be returned. However, the pump was received for evaluation on (B)(6) 2017. Follow-up #1 for this event includes the evaluation of the returned portion of the external driveline that had been replaced prior to the pump exchange. No issues were found during the evaluation. The pump was returned with the driveline cut approximately 2.5 inches from the pump housing; however, the severed portion of the driveline was not returned for analysis. Electrical continuity test of the 2.5 inches pump end portion of driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered thrombus formations or depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A specific cause for the reported low speed and pump stop events cannot be conclusively determined as the entirety of the driveline was not returned for evaluation.